Event description:
Philips received a complaint on the defibrillator indicating that the self-test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name: (B)(6), hainan province reporting address line 1: (B)(6) province reporting address city: haikou reporting address postal: (B)(6) reporting address state:(B)(6).